Manufacturer narrative:
It was noted that the physician was unsure what device caused the dissection but noted it could have been the guidewire when crossing the lesion, the non-boston scientific atherectomy device, or the unknown balloon, and that the eluvia did not cause the dissection. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Restenosis guarantee program. It was reported that dissection occurred, requiring intervention. On (B)(6) 2025, a v-18 guidewire was selected for use during an atherectomy with angioplasty and stent placement procedure. Selective right lower extremity arteriogram was performed which showed complete occlusion of the entire sfa and entire popliteal artery. A v-18 wire was advanced into the peroneal artery and a non-bsc atherectomy device was used on the entire length of the sfa and popliteal arteries. Repeat arteriogram was performed, and it was noted that the flow was sluggish due to distal obstruction in the above-knee popliteal and distal sfa. A 5 x 220 balloon was used on the popliteal and sfa. Flow was still poor with obstructive debris within the previously placed stents. Therefore, a 6x120, 130 cm eluvia stent was placed in the popliteal artery, and a second 6x120, 130 cm eluvia stent was placed just above the first stent, overlapping by 1 cm. The vessels were then dilated and following this there was good flow but with a significant dissection in the above-knee popliteal stent. A 6 x 60 innova stent was then placed in the above-knee popliteal. Repeat angiogram then showed the sfa and popliteal arteries to be widely patent. The patient was to resume aspirin and xarelto.